Event description:
It was reported that the display device prompted, "another paired device has interfered with the wearable" during the session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).